Manufacturer narrative:
The investigation is still in progress . A supplemental report will be provided after completion. Reference MFR. Reports: 1221359-2022-02455 through 1221359-2022-02471.

Event description:
The customer reported seventeen (17) false positive results with the binaxnow covid-19 ag card on multiple dates in (B)(6) 2021 on kitted nasal swabs. This MFR. Report is for test six (6) of seventeen (17) tests and lot 165611 (total quantity 5). The patient was tested with the binaxnow covid-19 ag card on (B)(6) 2021 which generated a positive result. Confirmation pcr testing was performed the same day (platform: perkinelmer) on a nasal which generated a negative result. The patient was not symptomatic at the time of testing. No serious injury, medical intervention or treatment decisions occurred as a result.

Manufacturer narrative:
Corrected data : d4 (expiration date). Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 165611 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-000 / lot 165611 , test base part number 195-430h / lot 153309. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 165611 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient samples. H10: reference MFR. Reports: 1221359-2022-02455 through 1221359-2022-02471.